Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum pf cup 58odx52id, pn us157858, ln 394870, m2a-magnum mod hd sz 52mm, pn 157425, ln 203070, m2a-magnum 52-60mm tpr ins std, pn 139268, ln 810490. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2019-00539, 0001825034-2019-00540. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. Subsequently, the patient underwent revision approximately 14 years after the initial surgery due to pain, pseudotumor, acetabular protrusio, and elevated metal ions. During the revision, extensive metallosis, scar tissue, and tissue damage were noted in addition to significant bone loss and osteolysis. All components were revised.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.